Event description:
It was reported that infusion set tape was not sticking and fell off on the first day of insertion on abdomen during tossing and turning during sleep and patient was admitted to hospital for greater than twenty-four hours due to vomiting, high blood glucose levels and diabetic ketoacidosis (dka) and it was treated by intravenous (IV) insulin drip and correction bolus on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.